Event description:
It was reported that the patient had a clostridium difficile infection. The patient stated she wanted to know how long to wait for her current infection to heal before using her therapy. The patient was redirected to her health care provider. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information clarified that the patient had not undergone the trial phase of testing for the implantable neurostimulator at the time of the report of the infection. In addition, it was noted that the patient only wanted to know how long they would have to wait following their infection before undergoing the device testing.